Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. There was no calcium in the patient's blood vessels. It was intended for use in percutaneous coronary intervention (pci) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. There was no calcium in the patient's blood vessels. It was intended for use in percutaneous coronary intervention (pci) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Neither the syringe, nor the procedural sheath, were returned for analysis. The stopcock was set in the open position. The sealant remained in its manufactured position, fully cover by the sleeves. The balloon was torn, presenting a burst condition. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. A simulated inflation/deflation balloon test was not performed due to the condition of the balloon as received. Per microscopic analysis, the balloon was inspected with a vision system to obtain a magnified image, and the balloon burst was confirmed. The sealant remained in its manufactured position, fully cover by the sleeves. No other outstanding details were noticed. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the torn balloon could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, prepping/handling factors, access site vessel characteristics (although it was reported that there was no calcium in the patient¿s blood vessels) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since rapid inflation, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.